Event description:
It was reported that, during cori assisted tka surgery, the real intelligence robotic drill guard broke off, external to the patient. Procedure was resumed, without any delay, without the guard . After the case, the robotic handpiece and long attachment were jammed and locked on to each other and would not come apart, therefore the robotic tracking array was locked too. No other complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.